Event description:
Malfunction: screen frozen during procedure. The customer reported that the system screen became frozen during a procedure. The system was blocked. The system was replaced with a backup unit and the surgery was completed. There was a 20 min delay in the procedure. There was no harm to the pt.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. There was no report of any servicing being performed on the system. No samples were returned for eval. The root cause cannot be determined at this time. The device history record was reviewed and there were no related issues in mfg for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any additional related complaints for this system. (B) (4). (B) (4). (B) (4).